Manufacturer narrative:
Citation: bautista-rodriguez c et al. Transapical mitral melody valve-in-valve implantation in a child: an interesting alternative for failing melody valve. Jacc cardiovasc interv. 2019 jul 25. Pii: s1936-8798(19)31304-4. Doi: 10.1016/j.jcin.2019.06.005. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a pediatric male patient with a history of neonatal mitral endocarditis that required implantation of 3 mechanical valves (manufacturers not identified) due to consecutive thrombosis. Ultimately, at 7 months of age the patient underwent surgical implantation of a medtronic melody bioprosthetic valve (serial number not provided) that was balloon-dilated to 16 mm in the mitral position. Four years post implant, the patient presented at (B)(6) years of age (weight (B)(6) kg) with moderate mitral stenosis and regurgitation. Transcatheter balloon dilation of the valve was performed and was noted to relieve the stenosis but worsen the regurgitation, prompting acute cardiac failure. Subsequently, a second melody valve (serial number not provided) was crimped on an 18 mm non-medtronic balloon and was transapical implanted valve-in-valve into the initial melody valve. No additional adverse patient effects or product performance issues were reported.